Event description:
Complainant alleged that the staff was attempting to defibrillate a cardiac pt (age and gender unknown) using electrodes and a multi-function cable. The complainant alleged that the device failed to discharge on the first defibrillation attempt. The complainant indicated that the staff was able to immediately obtain another device to defibrillate the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.